Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer had a force bipolar forceps instrument that broke inside the patient. The customer stated the instrument pieces were recovered and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and it was indicated that all available information had been provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The customer used a backup instrument to complete the procedure. No site visit was conducted. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to return the instrument back via return material authorization (RMA) for failure analysis investigation. The instrument has not been received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.